Event description:
It was reported that the pk dissecting forceps instrument jaws do not approximate. No additional information was provided. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed the teeth on the grips do not mesh properly. One grip is approximately .005 inches longer than the other, resulting in an offset tooth pitch. Engineering also observed the distal end of the main tube, directly above the proximal clevis, has material removed around 3/4 of the outer diameter. The location and appearance of the scratches suggests the damage may be due to instrument collisions and cannula accessory. No other damage found. Additional investigation is underway regarding the cannula accessories. A follow-up MDR will be submitted if additional information is received. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.